Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was obtained and the reporter indicated that the product involved in this incident was not a baxter product.

Event description:
It was reported that a blood transfusion set was missing a cap. No additional information was provided.